Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced a broken lid/cap resulting in leakage. The following information was provided by the initial reporter. The customer stated: the customer reported about a cracked cap, resulting in leakage of the sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received no samples or photos from the customer in support of this complaint. Therefore, 90 retention samples from the bd inventory were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.